Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 400 mg/dl. The customer treated their blood glucose with the insulin pump and changed the infusion set. The customer reported that the insulin pump was exposed to x-ray. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.